Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocation testing was performed and the noise was not reproducible. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead revealed no anomalies except for the damages observed consistent with procedural damage.